Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested, but not received. As the lot number was not provided, the UDI-pi is not available and the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information the root cause of this event could not be determined.

Event description:
It was reported that approximately two months after intraocular lens (iol) implantation into the left eye, the patient complained of persistent image ghosting and monocular diplopia. A successful lens exchange was performed using a non-bausch + lomb iol and the symptoms resolved. The patient's outcome is good. In the surgeon¿s opinion, the likely cause of the event was intolerance to a small aperture iol.